Event description:
A medtronic rep reported an inaccuracy while using the stealthstation s7 for a navigated spine surgery. The site put a percutaneous pin in the pt and were working on the left side of the o-arm when the inaccuracy occurred. The surgeon decide to try navigating with another s7 system instead. After taking another spin with the o-arm and the second s7, they were still inaccurate, but only on one side. There was no injury to the pt reported.

Manufacturer narrative:
Pt info has been requested, but not received. When the camera was tested by the MFR it was found to be fully functional. The returned psu was found to be in good condition with normal function. The event log had not recorded any incidents. The accuracy of the psu is very good, having passed the aak test at .12 mm. The psu was found to be fully functional and the reported issue was unable to be duplicated.